Event description:
It was reported that the right ventricular lead and the atrial lead dislodged and were causing the patient pain. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.